Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Ventricular lead impedance spiked to greater than 2000 ohms week of (B)(6) 2014 from an approximate baseline of 600 ohms. Returned to baseline week of (B)(6) 2014 and then increased to greater than 2000 ohms again week of (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was ventricular lead polarity switch. The patient was brought to the clinic and raising test for upper arms and pocket manipulation were carried out and noise was not detected. When the patient changed posture to seated position, ventricular pacing failure was detected. During pre-operative checkup showed no pacing failure. It was observed the lead impedance anomaly was due to loosened pin. The ventricular lead was reconnected. The device and lead remain in use. No patient complications have been reported as a result of this event.